Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the o-ring and sewing ring associated with the ventricular assist device (vad) were not returned for evaluation. Review of the manufacturing and inspection records confirmed that the o-ring met all requirements prior to release. The reported o-ring damage event could not be confirmed due to insufficient evidence. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar events, the most likely root cause of the reported event can be attributed to multiple factors such as possible variation in the sewing ring gap that may result in variation in the effective diameter of the sewing ring as assembled and the angle of insertion by physician during implant. Additional products: d1: sewing ring d4: serial #:(B)(6), h6: patient ime code(s): e0506, h6: imf code(s): f12 h6: device code(s): a1208, h6: FDA method code(s): b17, h6: FDA results code(s): c20, h6: FDA conclusion code(s):d12, d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) o-ring was repaired in an 'off-label-use way' and there was not an improper seal between the vad and sewing ring.

Manufacturer narrative:
Correction: d5 a supplemental report is being submitted for a correction and additional information. D5 operator of device corrected from lay user/patient to healthcare professional. Newly received information indicated that the ventricular assist device (vad) o-ring was repaired in an 'off-label-use way' and there was not an improper seal between the vad and sewing ring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system - sewing ring, model #: 1153 / catalog #: 1153 / expiration date: 31-may-2021 / serial #: (B)(4), UDI #: (B)(4), no, mfg date: 30-may-2019, yes, (B)(4). Additional information has been requested regarding the details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the ventricular assist device (vad) implant procedure, the vad o-ring became damaged and the patient subsequently experienced bleeding between the vad and sewing ring. The vad o-ring and the sewing ring remain in use. No further patient complications have been reported as a result of this event.